Event description:
It was reported that a surgeon was performing a stitch on a patient's eye when a haptic broke off from a three piece tecnis lens and fell into the patient's eye. Follow-up indicated that the surgeon was using a different procedure and he lost the capsular bag. A stitch was used to hold the lens in place. The haptic is still in the eye and there are no plans at this stage to remove the haptic or perform a vitrectomy. The patient will continue to be monitored by the surgeon. Follow-up with the theatre sister indicated that while she is happy to see someone from abbott medical optics in the future, she feels that there will be no further patient follow up due to the nature of the ''treatment centre.'' She spoke to the surgeon who does this technique infrequently. Training has been offered if the surgeon believes it is needed.

Manufacturer narrative:
The intraocular lens was not explanted. The haptic is still in the eye and there are no plans at this stage to remove the haptic or perform a vitrectomy. The patient will continue to be monitored by the surgeon. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.